Event description:
It was reported that the point of the ar-8943-07 reduction forceps is bent. See source data attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified that one of the tips of the forceps is bent. The observed condition is most likely the result of user applied mechanical damage.